Manufacturer narrative:
No RMA was received and hence no investigation is possible.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 01st 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings leading to sensor removal.